Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts on the distal side distorted and stretched over the distal markerband. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed slight signs of damage to the distal edge of the tip. A visual and tactile examination found several kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 3.00 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. Slight resistance was encountered during advancement in the guiding catheter and when the device was withdrawn, the stent was found lifted and stretched. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 3.00 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. Slight resistance was encountered during advancement in the guiding catheter and when the device was withdrawn, the stent was found lifted and stretched. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.